Manufacturer narrative:
(B)(4) final report the manufacturer (global manufacturing technology) has conducted an investigation into this event. The complaint made no indication of any device malfunction or deficiency related to device identity, quality, durability, reliability, safety, effectiveness or performance contributing to the adverse event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. No anomalies in product or process which may have caused or contributed to the reported complaint. Based on the available information, the manufacturer was unable to conduct any further investigation and the root cause of the reported stem subsidence could not be determined. Therefore, this case is now considered closed, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to stem subsidence and suspected calcar fracture.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to stem subsidence and suspected calcar fracture.